Manufacturer narrative:
(B)(4). Evaluation summary: the customer reported condition was confirmed during sample evaluation. The actual defective sample was not available for evaluation, however a photograph was available for visual inspection. Visual inspection of the photograph revealed that the amino & lipid chambers were activated. No other tests were performed. The assignable root cause of the reported condition is unknown. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. This issue is being investigated through CAPA.

Event description:
Senior purchasing officer of the facility reported to baxter (B)(4) of a multilayer bag set set in which operator observed the seal between lipid and amino acid chamber was broken upon arrival at hospital. There is no report of patient involvement, injury/adverse events, or medical intervention in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. This is a product not distributed in the us and does not have a 510k number. If the sample is received or additional information becomes available, a follow-up report will be submitted.